Event description:
After breast implants, pain in my thoracic spine occurred and has never gone away. I noticed pain in the joints in my hands. Within a few months, the pain was consistent, and was also, now in my elbows, with chronic fatigue. The joint pain then also included my knees, feet then hips. Today, pain is constant and keeping me from performing tasks. This of course led to weight gain. Sleep has also become difficult. My skin occasionally breaks out in hives for no reason. Could not understand why I was suddenly falling apart in such a short time. My (B)(6) y/o father has more energy and less aches and pain than I do. I came across a site about breast implant illness. Never would have thought my symptoms could be related to implants. However, I learned thousands of women were experiencing the same, and all of us had one thing in common. Breast implants; as I began researching, I learned that my textured silicone implants were not indestructible as my dr had told me. Also, my dr never mentioned getting MRI's or any upkeep or risks. Just that even though this was textured gel design would last a lifetime, it was recommended to replace them about 15-20 years. My dr or MFR never contacted me when the FDA put out guidelines to MRI's, bia alcl etc. Financially, it was not an expected expense for several more years. "Effective" surgery would be a burden to my family at this time. I have consulted with some plastic surgeon offices, and they said insurance and (B)(6) do not cover breast implant remover, that it is considered elective. I do not believe with my state of health that removal is elective. I paid a lot of money to put them in. I had no idea they would do this, or I never would have done it. Now I am stuck, and my entire family has to suffer for it. FDA safety report ID# (B)(4).